Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump. The issue did not recur, and the caller was instructed to continue using the pump and to call back if any malfunction code appears again. Caller acknowledged and understood the instructions.